Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while the device was being applied on the stomach, antrum area, the surgeon was able to press the green button but the device was not able to fire and the surgeon was not able to squeeze the handle. There was no patient injury.